Event description:
A report was received from an eyecare practitioner indicating that a patient had been previously diagnosed with a corneal ulcer associated with wear of the elegance lens product. Treatment was provided in "eye drop" form, but further information regarding the type and duration of treatment is unknown. However, it as reported that the eye has healed and no further information is anticipated.